Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, was the device fired, however the staples did not deploy? It was reported that the procedure was delayed. How long was the procedure delayed (minutes)? Were there any patient consequences as a result of the delay in procedure? If yes, please describe.

Event description:
It was reported that during a low anterior resection with total mesorectal excision, upon firing, the staples did not fire and the surgeon was forced to repair the anastomosis manually using sutures which delayed the procedure. Upon close inspection of contour stapler, the staples remained inside and only few were fired. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l54n9z. Device evaluation: the analysis results showed that one cr40b cartridge reload was received with no apparent damaged and void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition (B)(4) was received. No functional test was performed as the cartridge was received already fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.